Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the suture was not returned and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to device entrapment include, but not limited to, tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional vessel closure device with reported issue referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified unspecified access site was attempted with two prostyle devices after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, when attempting the first prostyle device, the device got stuck. The suture was removed and then the device was able to be removed. A second prostyle was attempted and also got stuck. The device was attempted to be moved anteriorly and posteriorly and the foot was attempted to be opened and closed. There was unusual resistance with the lever, so a cut down was performed to remove the device and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.